Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2011. It was reported that the pt is experiencing difficulty maintaining communication between the ipg and the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the pt. F/u on this matter revealed that the reported problem persists with use of the replacement charging system. An appointment has been scheduled for further interrogation.